Event description:
It was reported that during a nephrectomy procedure, laying of the 5th clip on the renal artery cut the artery wall causing bleeding. Irrepressible because of the proximity of the aorta. It was not possible to obtain more information for this case. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.